Event description:
It was reported that during use of a farastar generator the screen of a non-bsc device would flicker. It was reported during the procedure every time ablation was performed the monitor screen for the vital signs related to anesthesia monitoring would go black and return after a couple seconds. The procedure was successfully completed with the generator, no patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).